Event description:
It was reported that the pump battery would not charge, and various troubleshooting steps were unsuccessful in resolving the problem, including trying different outlets and chargers. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump would be replaced by technical support.